Manufacturer narrative:
Findings: pump received with cracked bleeding lcd, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 118 mg/dl. The customer stated the screen is black unable to read or see anything on the display. The customer stated pump is not functioning as designed. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.